Manufacturer narrative:
(B)(6).

Event description:
It was reported that a patient's cadd-legacy® 1400 pump had the blockade for the morning dose set not at 20 hours but on 1 hour. No report of patient injury.